Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings:the battery compartment was observed to be cracked at the compartment threads. Evidence of moisture was observed inside the battery compartment. A leak test was performed and found that the battery compartment was leaking. The pump casing was opened but no further evidence of moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the battery compartment was cracked and corrosion was noted inside the battery compartment. The reporter indicated that there was no power loss associated with the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.